Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer 11 was not populating. A field service engineer (fse) inspected the unit and identified that drawers 10 and 11 had no board lights. Both boards were replaced, however, the replacement board for drawer 10 was found to be defective (missing connector) and will require a follow-up replacement. The tss was contacted to configure drawer 11, which was successfully tested and confirmed operational. Subsequently, drawer 10 was fitted with a new board, configured by the tss at the application level, and tested successfully with the fse. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, matrix drawer 11 was not populating. However there were no delays or adverse events or injuries reported based on this event.